Event description:
It was reported that there was a malfunction resulting in overdelivery of pressure at the end of a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The proportional valve was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).